Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the nursing staff have stated that there have been multiple incidents of an unexpectedly higher volume of IV fluids remaining in the IV bag at the completion of the infusion.